Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device.

Event description:
Same case as MDR ID# 2134265-2015-06439. The target lesion was located in the right coronary artery (rca). The physician was using a guidezilla extension catheter to place a 4.0 x 16mm promus premier stent. During advancement, the stent got caught on the guidezilla and was damaged. A second 4.0 x 16mm promus premier stent was attempted but was also damaged during advancement through the guidezilla. The guidezilla was removed. A new guidezilla was replaced and they were able to place a new stent to complete the procedure. No complications were reported and the patient status was fine.